Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the end user used the catheter to cath himself without proper training. The patient stated that he was just given the catheters from a clinician. The patient cathed himself and started bleeding and went to emergency room. The end user said "doctor told the end user to put the catheter through the sperm hole. The patient is now on a foley catheter and is on pain medical. The lot number was not available.